Event description:
During g3 surgery, the surgeon inserted the set screw into the nail. Afterwards, the surgeon found that the tip of driver shaft broke. The surgeon removed the tip of driver shaft from the inside of the nail. The surgeon mentioned that he did not give any unnecessary high force to the driver.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.